Manufacturer narrative:
The h3+ is indicated for use in a clinical setting, by qualified medical professionals only, for continuous recording ECG data of patients requiring ambulatory (holter) monitoring of up to 48 hours. Such monitoring is most frequently used for the purpose of prospective and retrospective cardiac data and arrhythmia analysis. Holter analysis is appropriate for the indications below: evaluation of adult patients with symptoms suggesting arrhythmia. Evaluation of adult patients with pacemakers. Reporting of time domain heart rate variability. Evaluation of a patient¿s response after resuming occupational or recreational activities (e.g., after m.I. Or cardiac surgery). Evaluation of ECG documenting therapeutic interventions in individual patients or groups of patients. Clinical and epidemiological research studies. Infant patient evaluation is limited to qrs detection only. The device was received by baxter. Upon inspection, it was determined that the battery overheated and melted battery jacket and a section of upper housing. Device was repaired by baxter. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a battery overheating and melting the upper housing were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
The customer reported that device battery door got melted. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).